Event description:
Reporter indicated that pt's device was explanted due to infection. It was reported that the pt had undergone generator replacement surgery approximately five months prior and that the incision site had been healing fine, but that the pt had recently developed an infection at the chest incision site. It was reported that the chest incision site opened after the pt did some push-ups. Neurosurgeon explanted the lead (excluding electrodes) as well because he felt as though the lead was "in the part of the infected area." No gross purulence was noted during the explant procedure. The infection has reportedly resolved following antibiotic treatment. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
On june 19, 2012, it was discovered that the vns patient still has not been re-implanted with vns since their explant surgery on (B)(6) 2004 due to infection. Although re-implant surgery is likely, it has not occurred to date. Additional information has been requested from the surgeon but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when the surgeon stated that he did use a non-absorbable suture to secure the generator to the fascia during implantation.